Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, after initiating an analysis of a ventricular-fibrillation signal from a ECG simulator, the device stopped the analysis and displayed an "analysis halted" message. The complainant indicated that there was no patient involvement in the reported malfunction.